Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having recharging issues. The wireless recharger (wr) is not staying connected to the implantable neurostimulator (ins). The wr will connect to the ins briefly (only several seconds) and then lose connection and beep. The patient and manufacturer representative (rep) both attempted a general reset and a clinician reset with no resolution. They indicated the patient was having an issue 2 weeks ago and they were able to resolve the issue at that point but since then, the patient continued to have an issue. Additional information was received on 2021-feb-18 stating that it was recommended to try a legacy recharger. The rep observed no coupling bars with the recharger. Additional information was received from a manufacturer representative (rep) reporting they did an x-ray of the patient's implantable neurostimulator (ins). It was posterior-anterior x-ray and the leads were coming out of the ins counterclockwise, which seems to indicate that the ins is not flipped. The ins is tilted in the pocket. It was reviewed that a tilted ins can cause poor coupling. They tried an implantable neurostimulator recharger (insr) device and also got no coupling bars with the insr. They will discuss the issue with the surgeon. No patient symptoms were reported.

Event description:
It appears the ins was implanted and/or the pocket was created on an angle. They sent the patient a recharger replacement in hopes that it was the equipment. They are still in the planning stages and possible surgical intervention is considered to correct the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6) , product type recharger product ID cd9000 , serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.